Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection at the ipg site. The patient had the system explanted and was placed on antibiotics. The infection is now resolved.